Event description:
It was reported that the external pulse generator did not power up. It was further noted that the atrial pace light, ventricular pace light and sense light flash, and that the battery voltage measured at 8.2, although the new battery measured at 9.5, but generator still did not power up. The generator was returned for service. There was no indication of patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Device internally is contaminated and corroded.